Manufacturer narrative:
Our company representative visited the customer to investigate the anesthesia system. A system checkout was completed, the system was tested with test lung and the logs were reviewed. There was no evidence of a system malfunction. No parts were replaced. Clinical alarms were generated that suggests that a leakage affected the ability to ventilate the patient properly. Based on the above information and the findings in the received device logs, our conclusion is that the reported ventilation issues were caused by leakages. The true source of the leakages has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed to ventilate in automatic ventilation. There was no patient harm. Manufacturer's reference #: (B)(4),